Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the patient passed away. An ekos 106x12cm endovascular device was selected for use in an ultrasound assisted thrombolysis procedure. The patient had an operation after a traffic accident and the following immobility resulted in a bilateral pulmonary embolism (pe). Prior to the procedure with ekos, the patient was in shock and was also undergoing extracorporeal membrane oxygenation (ECMO). Access was obtained via the right femoral vein. After placement of the guidewire in a lung artery, the physician was unable to advance the ekos catheter after approximately 30cm. The physician changed the non-bsc 6f sheath to a non-bsc 8f sheath and attempted to advance the catheter again with no resolve. The catheter could only be advanced approximately 40cm due to friction while trying to pass by the ECMO device in the vena cava. The patient's blood pressure was falling, and the physician elected to cancel the procedure. No ekos treatment was performed. The patient passed away.